Event description:
It was reported that this left ventricular (lv) lead had dislodged and exhibited no capture. This lv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.